Event description:
The procedure was to treat an ami pt with an acute occlusion of the ramus artery. After pre-dilation, the pixel stent was advanced, but would not go through the lesion. Add'l pre-dilatation was performed and another attempt was made to cross the lesion with the pixel stent, but it still would not cross. When the stent delivery system (sds) was withdrawn, the stent was not found to be crimped on the balloon. The stent could not be visualized under fluoroscopy. The staff searched for the dislodged stent, but could not locate it. It was believed to be free floating in the ramus branch. There was no report of the pt having any symptoms.